Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgeon was not satisfied with the fit of the visionaire femoral cutting block and decided to use the standard instrumentation set to complete the tka procedure. Surgery time was extended approximately 35 minutes.